Event description:
It was reported that during a sigmoid colon resection procedure, the device was creating intermittent activation with the min. Button. They used the footpedal to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 12/05/2008. Info anticipated, but unavailable at this time.